Event description:
It was reported that the 2800 system would not power on prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor and power switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.